Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: hospital: [name] "when surgeon place the specimen in the bag but the bag was broken. Therefore, the specimen fluids tainted wound site." Product is available for return. Additional information received via email on 04may2020 from [name]. The break occurred during the specimen removal. The port site was enlarged. No instrumentation came in contact with the bag. The location along the bag where the breakage occurred is unknown. Additional information received via email on 05may2020 from [name]. The product is returning, but the bag portion of the device was lost. Patient status: fine type of intervention: "the specimen is removed, and then they cleaned the wound and belly to finish the surgery."

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: hospital: [name]. "When surgeon place the specimen in the bag but the bag was broken. Therefore, the specimen fluids tainted wound site." Product is available for return. Additional information received via email on 04may2020 from [representative]. The break occurred during the specimen removal. The port site was enlarged. No instrumentation came in contact with the bag. The location along the bag where the breakage occurred is unknown. Additional information received via email on 05may2020 from [representative]. The product is returning but the bag portion of the device was lost. Additional information received via email on 14may2020 from [representative]. [Name] updated the previous information they received from their customer. The bag from the device was saved and will be returning with the device. Patient status: "fine" type of intervention: "the specimen is removed, and then they cleaned the wound and belly to finish the surgery."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tip of the tissue bag was broken and stretching was observed around the break. Based on the condition of the returned unit, it is likely that the bag broke from the stress exerted on the bag while the specimen was being removed from the extraction site. While the complainant indicated that the port size was enlarged, it is possible that the port site was not properly sized for the specimen. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.